Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that there was a line through the display screen. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-feb-2018 with the following findings: during investigation, the pump was powered on to a fully functioning display. Unrelated to the original complaint, the battery compartment was cracked above the bumper pad. Corrosion and a leak were found in the battery compartment. The pump was opened to find no further evidence of moisture damage.